Event description:
Second revision surgery - the patient had a left total knee arthroplasty done on (B)(6) 2000 where she received an encore foundation total knee. On (B)(6) 2006 she underwent a tibial poly exchange due to the post being broken on the insert. She is back again with the same symptoms. Due to the post being broken on the 4x11 series 500 p.s. Tibial insert that was placed in 2006. The surgeon cleaned out all the loose pieces, as well as the remaining insert, and revised her with a new 4x13 series 500 p.s tibial insert. The patient showed good stability; the surgeon was satisfied and closed the patient.

Manufacturer narrative:
The reason for this second revision surgery was the patient had a broken post of the knee insert. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The complaint indicates an original surgery date that would indicate an in-vivo life of 9.8 year, but the original date shown on the complaint submission is unconfirmed. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm the part/lot numbers or information identifying the date of the original surgery. The lot number is necessary for a material evaluation but no surgical record was found identifying the lot number. No information was supplied to offer any explanation, root cause, for the post breakage. The complaint reported the surgeon removed all debris and the remaining portion of the insert. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.